Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 75 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the drive support cap appears normal. The customer was explained the force sensor did not detect the reservoir during the seating process. Customer was advised the pump may not respond to an occlusion properly. The customer was advised to discontinue use of the device and it will be replaced.